Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: separated guide wire tip remains in the patient's anatomy. Device issue: guide wire tip separation. It was reported that the guide wire tip separated. When the guide wire was pulled back; the distal part remained in the distal left anterior descending (lad). No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without blood visible. There was contrast visible on the coils. The intermediate coils were pushed distal from the proximal solder for a length of 1 mm. The tip coils were unraveled at the center solder for a length of 1.7 cm and then detached. The shaping ribbon was detached 2.3 cm distal to the center solder. The detached shaping ribbon, tip coils, and tip ball were not returned. There was a kink in the core at the proximal end of the hypotube. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned guide wire. The sem analysis showed that the guide wire had been excessively fatigued at the shaping ribbon and then separated from ductile overload. The cause of the fatigue is not described in the incident information and the sem analysis did not identify why the guide wire was fatigued excessively. One common cause of excess fatigue happens from leaving the guide wire prolapsed for an extensive time. Then the bend cycling from the beating heart accelerates guide wire fatigue. In this instance, there is not any information about prolapsing the guide wire during the procedure. Rapid fatigue can also occur if the guide wire tip is restricted and then repeated and heavy bending is applied to the guide wire core. The analysis found the intermediate guide wire coils to have been pushed distally. This appears to happen when the guide wire meets resistance. The guide wire core adjacent to the hypotube was found kinked which can happen when resistance is met. Because there was evidence that the guide wire had met significant resistance, in addition to prolapsing the guide wire tip, it is therefore possible that the tip became trapped in the vessel or another device and fatigued as the guide wire was manipulated during the removal attempt. The sem analysis showed that fatigue of the shaping ribbon caused the fracture, but the cause of the fatigue could not be definitely determined. The lot history record was reviewed and there were no non-conforming material reports associated with this part and lot number. The guide wire tip separation appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This case is considered closed by the product performance group.